Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Polyethylene swap. Update from sales rep (B)(6) 2015: as per the surgeon, due to patient activity, patella dislocated. A thicker poly was implanted to increase stability.

Manufacturer narrative:
An event regarding patellar dislocation involving a triathlon patellar component was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicates that the device has explantation damage and evidence of wear which can be most likely attributed to wear post dislocation. -medical records received and evaluation: not performed as no medical records were provided for review. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the reported event relates to patellar dislocation as a result of the patients activities. Visual inspection of the returned device indicates that the device has explantation damage and evidence of wear which can be most likely attributed to wear post dislocation. Further information such as: revision implant sheets, x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Polyethylene swap. Update from sales rep 10/06/2015: as per the surgeon, due to patient activity, patella dislocated. A thicker poly was implanted to increase stability.